Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. An under water pressure test was applied to the set at 8.0 psi +/- 0.5 psi, and a crack was observed on the millipore filter which caused a leak. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to corporate product surveillance of an interlink extension set with 0.22 micron filter in which the filter housing cracked on an unknown date. No patient involvement is reported. No additional information is available.

Event description:
The customer does not know where the crack is or what may have caused it. He did not know what medication was used but does know that it is not chemo. He said the condition was observed during priming and confirmed no patient injury or medical intervention was necessary. No additional information is available.